Manufacturer narrative:
Patient date of birth: unknown as information was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zct300 19.5 diopter intraocular lens (iol) was stuck in the cartridge and would not advance or remove. It was also reported there was an incision enlargement required and another cartridge was used to insert the back-up lens. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 07/30/2019. Device returned to manufacturer: yes. Device evaluated by manufacturer: yes. Device evaluation: the product was received stuck in the cartridge. Considering the condition of the lens additional analysis is not possible. The complaint can be confirmed. Considering the conditions of the return sample, a product deficiency cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints were received for this production order number. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.